Event description:
The medical center in the EU had an impella cp which was removed for hemolysis. The team explanted and there was no replacement of the pump. When the pump was explanted the pump was observed to have biomaterial adhered to the pump.

Manufacturer narrative:
The medical team in the EU returned the impella pump product. The analysis and benchtop testing is on-going at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical team returned the impella pump and benchtop hemolysis testing was performed. The pump passed the hemolysis testing. The root cause was native patient condition. The failure mode will be monitored and trended.